Manufacturer narrative:
Product event: (B)(4). Patient information unable to be obtained despite a good faith effort made to obtain the information from the customer. If information is provided in the future, a supplemental report will be issued.

Event description:
During a breast oncology case, the surgeon reported while pressing the coag button on the plasmablade device, the cut setting occurred. She also reported both buttons were continuously sticking allowing the device to remain active. A second plasmablade was used and the issue recurred. There was no adverse effect to the patient reported.

Manufacturer narrative:
Product analysis #(B)(4):brief description of complaint: while pressing the coag button, the cut setting actually occurred. Both buttons were continuously sticking, as well as the entire tip seemed "much more flimsy" than usual. The surgeon opened two hand pieces only to find the same error occurred with both devices. She then proceeded to finish the case without the use of the technology. Investigation conclusion: the reported issue was not confirmed. The returned device functions as intended with no failures found upon activation or connection, or with the electrical continuity of the device. There were no instances of sticking buttons, reversed activation, or ¿a flimsy¿ tip experienced during functional inspection. The second device was not returned for analysis. If information is provided in the future, a supplemental report will be issued.

Event description:
During a breast oncology case, the surgeon reported while pressing the coag button on the plasmablade device, the cut setting occurred. She also reported both buttons were continuously sticking allowing the device to remain active. A second plasmablade was used and the issue recurred. There was no adverse effect to the patient reported.